Manufacturer narrative:
(B)(4). This complaint is related to emdr #1828100-2016-00506 (different unit).

Event description:
It was reported that during set-up of the device for a cardiopulmonary bypass procedure, the heater cooler unit was not heating. As a result, an alternate device was employed. The surgical procedure was completed successfully. There was a delay. There was no blood loss or adverse consequences to the patient. Per clinical summary on (B)(6) 2016: according to the complaint record, the heater/cooler unit would not heat. The user elected to change out the heater/cooler for a back-up device. There was a delay noted, but it is unclear whether the actual surgical procedure was delayed, or if the delay was only in the set-up of the device. To obtain more detail, diligence was done with no returned correspondence from the user.

Manufacturer narrative:
In initial emdr was incorrectly reported, it should read (B)(4) 2016. The reported complaint was not verifiable. The customer has elected to not repair the unit at this time. No parts have been returned to the manufacturer for evaluation. If additional information becomes available on this complaint that would alter the facts and/or conclusion, a supplemental report will be filed accordingly.